Event description:
It was reported that impedance was greater than 2500 ohms, and there was undersensing and oversensing. X-ray showed no fracture or dislodgement. A lead revision was scheduled. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful.